Event description:
A customer reported discrepant results for a patient sample of sa1c on the hlc-723 g8 analyzer. The patient result was lower than expected (4.7%) with a high glucose reading over 200, prompting the provider to question the result. The customer reran the sample, and the result was similar to the first run (4.8%), but there was an additional peak (p00 peak). The result obtained from a reference lab (methodology used not confirmed) was 11.6%, which was closer to the expected range. Patient care was not affected and there were no quality control issues reported. A field service engineer (fse) was dispatched to further investigate the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was unable to confirm the reported issue. The fse inspected the g8 analyzer and found no performance issues or errors. The retention time and total area were also inspected and were acceptable. The fse proactively replaced the column since the column count was 2149, nearing the recommended 2500 column count limit. The fse confirmed the analyzer is functioning as expected by running calibration and patient samples with no issues and results in range. No further action required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) through aware date. There were two similar complaints identified during the search period, including this case. The g8 variant analysis operator's manual under chapter 1 states the following: limitations of the procedure total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Abnormal red cell survival the life span of red blood cells is shortened in patients with hemolytic anemias, and the actual life span depends upon the severity of the anemia. As a consequence, specimens from such patients may exhibit decreased glycohemoglobin levels compared to patients with normal red cell life span. The life span of red blood cells is lengthened in polycythemia or post-splenectomy patients. Specimens from such patients may exhibit increased glycohemoglobin levels. Hemoglobinopathies the most commonly observed hemoglobin variants are hbs, hbc, hbd and hbe. These variants in their heterozygous state elute after the hba0 peak in their designated windows: hbs (h-v1 peak), hbd (h-v0 peak) and hbc (h-v2 peak). The hbe (p-hv3 peak) appears between sa1c and hba0 peaks. In all these cases, the sa1c% is reportable when these hemoglobin variants are present in the heterozygous state. When either of these hemoglobin variants is identified, the sa1c% is calculated in a proprietary way, depending on the type of hemoglobin variant, based on the area of sa1c, the area of identified hemoglobin variant and other peaks. When a p-hv3 peak is detected, a flag 43 is also reported. Glycemic monitoring for any patients displaying any homozygous hemoglobin (other than hbaa) such as hbss, hbcc or the double heterozygous sc, cannot be performed using sa1c because there is no hemoglobin a present. Alternative testing is mandatory for these types of patients. The most probable cause of the reported discrepant patient sample result could not be established.